Event description:
It was reported that patent with this implantable pacemaker is concerned about the device being damaged due to patients' friend had a really good slap at the device area. Boston scientific technical services (ts) asked if patient felt any different before it happened, and patient stated no. Ts discussed to consider getting the device checked. This device remains in service. No adverse patient effects were reported.